Event description:
It was reported that a patient presented to clinic in ventricular fibrillation and received inadequate therapy from their implantable cardioverter defibrillator (ICD). Device interrogation revealed capacitor charge time exceeded alert. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported field event of inadequate therapy and charge time out could not be reproduced in the lab. The field capacitor charge time out was due to the device delivering many consecutive hv therapies in a short period of time. The hv therapies were delivered appropriately, and the device acted normally given its programmed settings. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
This report is to indicate that a device history record was reviewed and found complete.